Event description:
It was reported that a user experienced hypoglycemia with a blood glucose of 65 mg/dl, treated with oral glucose in the form of apple juice, after noting the ilet was delivering frequent insulin doses following an infusion site change and that meals were not announced, with glucose reportedly stabilizing near 200 mg/dl earlier. Customer care provided support that included review of device data and user report, including counseling on continued monitoring and education regarding meal announcements. Investigation of this case revealed no device malfunction identified from available information and suggested that unannounced meals and recent infusion site change could have contributed to glycemic variability. No clinical symptoms associated with hypoglycemia reported. Outcomes included recovery to 84 mg/dl after treatment, with no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.